Event description:
The rptr did meter to lab comparison tests. Rptr took the meter to the clinic where a venous draw was taken and used for both the meter and a lab test. Rptr's meter read 105 mg/dl, and the lab result was 160 mg/dl. Rptr did not have any symptoms. The rptr checks the confirmation dot for enough blood. No harm was alleged.